Manufacturer narrative:
The technician replaced the CPR valve to repair the bed.

Event description:
Info received indicates the CPR function will not work. The head section does go down electrically.